Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital in stable condition for a prophylactic replacement of the left-sided implantable cardioverter defibrillator system. The patient had developed a bacteremia infection and a septic profile. The patient was undergoing an antibiotic therapy and was also scheduled for a right-sided implantable cardioverter defibrillator system implant. Both the explant and implant of the systems on (B)(6) 2020 were completed successfully. The patient's post operative treatment course was without adverse event as the patient continued to recuperate from the infection. Related manufacturer reference number: 2017865-2020-21684, 2017865-2020-21685, 2017865-2020-21687.